Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): thoracic epidural setting up for major lung surgery. Tuohy between t5-t6 epidural space punctured without problem with needle space at 7 cm catheter placed 11 cm from the skin to be 4 cm into the epidural space. During removing the catheter to place a few centimeters to 11 cm to the skin, the catheter is clearly breaks at 11 cm. The material was kept and the distal tip was removed by surgical incision.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow up report will be provided when the inspection results become available. (B)(4).

Manufacturer narrative:
(B)(4). We received one used perifix epidural catheter out of a perifix 400 set in open package (the catheter is contaminated with blood and connected with the catheter connector). The received perifix catheter was taken to a visual examination. The perifix catheter is cut off approximately 40 mm away from the catheter tip (see picture). The cut off part was handed over by the customer. The damaged (cut off) area is slanted and shows a smooth surface. In addition, the primary package was visually examined too. Damages (cuts) at the primary package were not detected. Such damages may occur when the catheter is withdrawn against the cannula bevel and thereby shear off. Therefore it is likely that a problem occured during application process and consider the complaint not justified. We have reviewed the manufacturing documentation: there were no deviations or irregularities noted.